Manufacturer narrative:
This report is submitted on (B)(6) 2021.

Event description:
Per the clinic, the patient was experienced continued skin overgrowth at the abutment site. The patient was placed under general anesthesia (date not reported) in order to remove the abutment.